Event description:
An alarm was triggered and the screen was reported to be unresponsive. The operator turned the machine off and manually returned the pt's blood. There was no blood loss or any other clinical consequences reported as a result of the reported event.